Event description:
The customer reported that their t:slim x2 pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try different charging methods, including using a different wall adapter and charging cable, but these attempts did not resolve the issue. Consequently, technical support arranged for a replacement pump and adapter charger to be sent to the customer to maintain satisfaction, and the customer was advised to deplete the battery fully and return the malfunctioning pump using the provided return box and label.